Event description:
Reportedly, when the device was applied the staples didn't form properly. The stapler was removed and the staple line leaked. The surgeon had to oversew staple line to complete which added 20 minutes to or time.